Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat esophageal varicose vein performed on (B)(6) 2023. During the procedure, the bands prematurely deployed together off the ligator, and not one by one. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat esophageal varicose vein performed on (B)(6) 2023. During the procedure, the bands prematurely deployed together off the ligator, and not one by one. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h10: the returned speedband superview super 7 (ligator housing only) was analyzed, and a visual evaluation noted that the ligator housing returned with one band attached and was moved. The ligator housing teeth were found bent/damaged, and the suture hole of the ligator housing was in good condition. No other problems with the device were noted. The reported event of bands prematurely deploying cannot be confirmed. Upon analysis, it was determined that the ligator housing had bent teeth, and the attached one band was moved. This evidence suggests an incorrect application of tension to the suture thread at the time of deployment, bending the teeth, and moving the band. This suggests that the inability of the device to deploy the bands; however, there is not enough objective evidence to confirm a premature deployment since the device was returned incompletely. It is possible that the technique used, or the patient's anatomical conditions could have contributed to this event. Based on the information available, cause not established was assigned as the most probable cause of this complaint.